Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2021 the spouse of this peritoneal dialysis (pd) patient reported that the patient had an infection on their belly. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with peritonitis. No patient signs or symptoms were provided. Pd effluent cultures were obtained; however, the results were not available. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not determined, but per the pdrn it was unrelated to use of any fresenius product(s) or devices. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the cycler. Although the cause of the peritonitis was not confirmed, the pdrn stated it was not related to any fresenius product(s). All dialysis treatments put patients at risk for infection due to their weakened immune systems and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation or evidence of malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2021 the spouse of this peritoneal dialysis (pd) patient reported that the patient had an infection on their belly. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2021 and diagnosed with peritonitis. No patient signs or symptoms were provided. Pd effluent cultures were obtained; however, the results were not available. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis was not determined, but per the pdrn it was unrelated to use of any fresenius product(s) or devices. No further information was provided.